Event description:
The following literature publication/video was reviewed: ¿outcomes of pars plana vitrectomy and 4-point sutured scleral fixation of akreos ao60 intraocular lens in clinical settings¿. Https://doi.org/10.1016/j.oret.2022.07.006. (Https://www.sciencedirect.com/science/article/pii/s2468653022003438). Ophthalmology retina, volume 7, issue 1, 2023, pages 59-66, issn 2468-6530. According to a report, published by denise pardini, md, [2022], use of ¿gore-tex cv-8 sutures¿ was evaluated in patients undergoing pars plana vitrectomy [ppv] and 4-point gore-tex sutured akreos a060 intraocular lens (iol) scleral fixation. In a total population of 97 patients, gore-tex cv-8 sutures were used on all 97 patients (101 eyes) for the scleral fixation of the akreos ao60 between january 2015 and april 2020. The inclusion criteria were aphakia, no capsular support, and a minimal 1 year of follow-up. Main outcome measures included uncorrected visual acuity (va), complication rates or types, and refraction. Results showed that data from 101 eyes of the 97 patients were analyzed (mean follow-up duration, 33.4 months; range, 12¿62 months). Five intraoperative complications were reported: tangling of the sutures, inadvertent removal of the gore-tex thread when trocars were removed in a case in which the suture was passed through a cannula, and very tight gore-tex sutures causing iol bulging. Postoperative complications developed at different time points, most during the first postoperative month. Complications included ocular hypertension, hypotony, serous choroidal detachments [of which one needed another surgery], corneal edema, and cme [cystoid macular edema], which was treated with topical nonsteroidal anti-inflammatory drugs. Additional postoperative complications included vitreous hemorrhages, iol tilt or decentration observed during the slit-lamp examination, of which one needed further surgery; hyphema, retinal detachments, iris hernia, pigment dispersion, iol opacification, and suture erosion in which the sutures became exposed after a year of follow-up and required recovering. In conclusion, the results demonstrated that this surgical technique is well tolerated by the eyes, with a low complication rate in the long term. The rates of iol opacification were infrequent for up to 62-months of follow-up. Further details regarding the gore-tex cv-8 sutures were not provided.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: age, gender, and weight were requested, but not provided. B3: date of event was requested, but not provided, therefore the date the article was available on line (july 16, 2022) will be used. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. H6 - code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description the IFU for gore-tex® suture warns ¿this device is contraindicated for use in ophthalmic surgery, microsurgery, and peripheral neural tissue.¿ and ¿the safety and effectiveness of this suture in peripheral neural, microsurgical and ophthalmic applications has not been established.¿ possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.